Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced lysis of adhesions, and uterosacral ligament suspension, total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, transobturator tape placement, cystoscopy.